Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. The customer reported assistance needed with connecting the meter to the insulin pump. The customer took care of his low blood glucose level and declined troubleshooting. The insulin pump will not be returned for analysis.